Event description:
The customer reported that the red x was displayed on the screen. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.